Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. External visual inspection of the device noted tool marks on the device case and the right ventricular (rv) (+) seal plug was missing. All other seal plugs were intact and all setscrews operated normally. The damage to the device and missing seal plug were noted to be induced during the explant procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being replaced for normal elective replacement indicator (eri). During the replacement, the rv (+) set screw was noted to be stuck. The physician was eventually able to loosen the set screw and the lead came out with no further issues. No adverse patient effects were reported. The device was later returned for analysis. Routine initial device testing indicated that detailed analysis was required.